Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported insulin flow was blocked. The customer reported a blood glucose value of 500 mg/dl. The customer reported hyperglycemia and was hospitalized for treatment. The insulin was given by the inpen and insulin pump in the hospital. The customer was also treated for diabetic ketoacidosis and malaise in the hospital. The event involved product(s) mmt-1812. Troubleshooting was performed. The customer was using the pump for 48 hour before the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. The customer will discontinue using the device. Mmt-1812 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Delivery anomaly-no delivery/occlusion alarm not confirmed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at the battery tube side, scratched keypad overlay, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. On the event date of 01-oct-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 298500 (29.85 u) and dailytotalofbolusinsulindelivered = 71000 (7.1 u) which is equal to the dailytotalofallinsulindelivered = 369500 (36.95 u). Perform the history review 1 week prior to the event date 01-oct-2025 in the pump history file and found 1 lowbatteryalert (104) on 09/29/2025 17:08:00.000, 2 changebatteryfault (73) on 09/30/2025 02:39:00.000 and on 09/30/2025 02:49:00.000. Earliest power data available per the power management tool/detail trace file is on 10/17/2025 2:20:58 pm. There was no power data available for the dates of 09/29/2025 and 09/30/2025. Unable to check power data for low battery alert and replace battery alert/changebatteryfault (73). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.4 mv). The pump passed the functional testing. Unable to confirm alleged high bgs/hyperglycemia/dka. Delivery anomaly-no delivery/occlusion alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.